Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultrasmart meter would not power on. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged power issue began a ¿week ago¿. It is not known what medication, if any, the patient takes to manage her diabetes. At an unspecified date/time, the patient stated she took an increased dose of medication (unknown type and dosage) in response to the alleged issue. The patient reported developing symptoms of ¿dry mouth and blurry vision¿, but could not confirm if the symptoms developed before or after the inaccuracy started. The patient claimed, ¿a couple of nights ago¿ her blood glucose was tested with an ER/hospital meter and obtained a blood glucose reading that was ¿pretty high¿. The patient stated she received ¿hospitalization¿ and was treated with insulin (unknown type and dosage) by a health care professional (hcp). At the time of troubleshooting, the cca was unable to verify if this was the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.